Event description:
Healthcare professional (hcp) reports that this time was the pt's (pt) first treatment using this ca-hp dialyzer. The hcp reports the pt had previously used a polysulfone dialyzer. The hcp reports the pt complained of difficulty to breath, and a swollen throat near the onset of the hemodialysis treatment. The treatment was stopped at this time and benadryl and solucortef were administered intraveneously. The hcp reports the pt responded immediately with relief of symptoms. The pt was placed on a polysulfone dialyzer to continue the hemodialysis treatment. The pt was discharged to home following the completion of dialysis. The hcp reports the pt is fully recovered. The hcp reports multiple other pts in the ctr using this lot number of dialyzer with no reaction noted.